Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to unexplained high blood glucose. Customer stated that the blood glucose reading was 550 mg/dl. Customer stated that her insulin pump was constantly alarming no delivery. Nothing further was reported.